Event description:
It was reported that this pacemaker exhibited a radio frequency overuse condition. A boston scientific company representative provided radio frequency (rf) troubleshooting steps. The higher technical support team advised low radio frequency interference. The communicator placement may also be an issue and frequent alerts. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a radio frequency (rf) overuse condition. A boston scientific company representative provided radio frequency (rf) troubleshooting steps. The higher technical support team advised low radio frequency interference. The communicator placement may also be an issue and frequent alerts. The device remains in service. No adverse patient effects were reported. Information was subsequently received that the root cause of the rf overuse was linked to frequent alerts due to patient condition. Technical services (ts) recommended reviewing if the alert settings were clinically relevant to determine if they should be turned off to reduce rf connections.